Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded the cartridge with cold insulin. Customer continued to use the existing cartridge. There was no adverse impact to customer¿s blood glucose level.